Event description:
Follow-up from the physician provided that the increase in seizures was not worse than before vns. The patient has a past history of frequent episodes of recurrent seizures and had to be admitted following placement of vns for seizures. The vns was not turned on, but was placed at low settings in the hospital, then increased 1 month later. The seizures were stated to be unlikely related to vns. The device diagnostics were reported to be doing well.

Manufacturer narrative:
Suspect device UDI, corrected data: the UDI was inadvertently not provided for the suspect device on the initial report.

Manufacturer narrative:
The date received by the manufacturer was inadvertently provided in the initial report as (B)(6) 2017 when the date should have been (B)(6) 2017.

Event description:
It was reported by a patient¿s mother that a vns patient was having seizures, and she doesn't feel that the device is working. The company representative provided that the patient was seen by the physician once and had been turned on to low settings. Additional relevant information has not been received to-date.